Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). The patient had a non-union which required additional surgical intervention to remove the nail and revise to a larger nail. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 18-aug-2015, expiration date: 31-jul-2024, part #: 04.034.449s, lot#: 9876990 (sterile) - 10mm ti cann tibial nail-ex w/prox bend 345mm-sterile. Qty (6) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn 11688, ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient removal of a tibial nail due to a non-union. This was identified on a follow-up x-ray. Radiology images not available for return. The nail was removed without any issues. The bone was reamed up to 13.5mm and a larger diameter nail (12mm) with same length was newly implanted. Two new locking screws were also implanted. Cultures were taken and sent for analysis. Results not available at this time. No surgical delay. Procedure completed successfully. This complaint is for 1 device. Concomitant devices report: [unknown interlocking screws] ([part #04.005.5xx, lot #unknown, quantity #2). This report is 1 of 1 for (B)(4).